Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and timed out sooner than expected. There was no adverse impact to customer¿s blood glucose level. Upon removal of the screen protector, the customer reported that the issue was resolved. Customer continued to use the pump for insulin therapy.